Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part as well as a deformed fixation helix were noted. These damages requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. Further inspection demonstrated a bent is-1 connector pin and a damaged silicone sealing of the pin. These damages were caused most likely during the surgery. In summary, a bend in the lead's distal part was noted. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the right ventricular lead of this patient with a third degree block had dislodged. Additional information was received from a local field representative indicating that high impedance measurements and high pacing threshold measurements were noted when the physician attempted to reposition the lead, thus the physician decided to replace the lead. The lead was explanted. A new lead was implanted in the patient. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.